Event description:
Related manufacturing reference number: 2017865-2021-39273. It was reported that the pacemaker was unable to be interrogated shortly after implant. It was noted that the pacemaker exhibited premature battery depletion. The physician decided to replace the device. During the procedure, it was noted that the right ventricular lead exhibited high capture threshold and dislodgement. The lead was removed and replaced. The patient was recovering post procedure.